Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced. The patient's condition post procedure was stable.